Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where 2 infusion sets fell off on (B)(6) 2024 during use. The infusion set has been used for 1 hour. Patient replaced infusion sets and resumed insulin successfully. No further information was available.